Event description:
It was initially reported that the svc impedance was greater than 200 ohms. Invasive troubleshooting was attempted. A new device was implanted with the same result of high impedances; svc and hvb impedance greater than 200 ohms and lv (left ventricular) impedance greater than 2500 ohms. Normal impedances were measured through the analyzer. After weighing the options, the patient and family were consulted. It was decided not to replace the model 6949 lead and to set the device to a bi-ventricular pacer without ICD capabilities. The model 4194 lv lead was programmed to bipolar. Therefore, the detections and therapies were turned off. The lead was subsequently explanted and returned with a report of high impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary : no anomalies found. Defib conductor fractured; full lead returned.

Event description:
It was initially reported that the svc impedance was greater than 200 ohms. Invasive troubleshooting was attempted. A new device was implanted with the same result of high impedances; svc and hvb impedance greater than 200 ohms and lv (left ventricular) impedance greater than 2500 ohms. Normal impedances were measured through the analyzer. After weighing the options, the patient and family were consulted. It was decided not to replace the model 6949 lead and to set the device to a bi-ventricular pacer without ICD capabilities. The model 4194 lv lead was programmed to bipolar. Therefore, the detections and therapies were turned off. No patient complications were reported as a result of this event.